Event description:
The broach handle 01.15.10.0131 does not connect properly on the rasp. No pt or user involved: the surgery was completed successfully. The device was retrieved, it was analysed on (B)(6) 2011 and it was found that the mobile pin that fix the broach to the handle was broken.

Manufacturer narrative:
Upon receiving the back piece ((B)(6) 2011), the mobile pin was found to be broken. On the basis of medacta's risk analysis, the failure mode is unlikely to cause pt harm since, in case of malfunctioning of the broach handle, a second broach handle is always available in the instrumentation kit, permitting the surgeon to complete the surgery successfully, as happened in this case. From the document review of the lot involved (095070) no particular anomalies were found related to the problem occurred.